Manufacturer narrative:
There was motor error alarm during occlusion test. The device was unable to prime during the prime test because of faulty force sensor resistor. The motor passed the motor test. The device had minor scratched window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.